Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted an inadequate heat seal bead on the patient line tubing to connector which lead to the patient connector to separate from the tubing. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the patient extension set separated from the tubing when the cap was pulled. This was observed during set up, before connecting the extension to the patient. The patient was able to clamp the line and start over with a new set to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.